Manufacturer narrative:
H.6 investigation summary: material #: 363095. Lot/batch #: 2277403. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 : see h.10.

Event description:
It was reported that while using the bd vacutainer® 9nc 0.109m plus blood collection tubes that there was underfill or low blood draw the following information was provided by the initial reporter: in the process of drawing blood for the patient, the nurse found that the negative pressure of the disposable vacuum blood collection tube was not enough, and the required dose was not collected, so there was no negative pressure. She had to replace another blood collection tube to collect blood for the patient. The blood collected in the original tube can only be wasted.